Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found to be at false elective replacement indicator (eri). No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, there was an alert of false eri. The device was reprogrammed to resolve the issue. The patient was in stable condition throughout.